Manufacturer narrative:
Initial.

Event description:
It was reported that a user switched from a dexcom to a freestyle libre 3 plus sensor, started the sensor on the libre mobile app, and then could not connect the sensor to the ilet system because the sensor was already paired to another device. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included troubleshooting and user education. Investigation of this case revealed that the libre sensor was in use by another device, which prevented pairing with the ilet as designed. It was concluded, based on previously established findings for similar reports, that the cause was user setup on an incompatible or conflicting device workflow.